Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: supplier - universal punch, packaged by: (B)(4) manufacturing date: 04 mar-2011 part #: 03.632.002, lot#: 6543873 (non-sterile) - t25 stardrive shaft f/matrix standard. Quantity (B)(4). Inspection sheet for incoming inspection ns025352 rev: b meet specification. Universal punch certificate of compliance meets specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the following: during setting up for a matrix lumbar fusion and while inspecting the instruments prior for the case to start. It was noticed that the standard t25 matrix screw driver was stripped at the distal tip. It was also noted that the thoracic pedicle probe was slightly more curved then usual at the distal end. The devices were removed and the surgery went on as planned as another screwdriver shaft and probe was present in the system. This complaint is for two devices this report is 1 of 1 for (B)(4).

Manufacturer narrative:
The date received by manufacturer previously reported on medwatch report (B)(4) should have been april 24, 2017. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. A product development investigation was performed. The returned instruments were evaluated at customer quality and the complaint conditions were able to be confirmed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The t25 screwdriver was found to be worn down with the distal lobes dented about 1 mm proximally. No new malfunctions were identified during the investigation. The t25 stardrive shaft (03.632.002) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system. Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although the definitive root cause could not be determined with the provided information, it is likely that excessive force over the course of the devices¿ life contributed to the complaint condition. During the investigation no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Corrected data: the date received by manufacturer reported on medwatch report (B)(4) should have been april 24, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The alert date & date received by manufacturer previously reported on medwatch report (B)(4) should have been (B)(6) 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.